Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reported an increase in charge duration for their ins. Pt noted this change occurred recently and described that about a week ago the implant charged in about 1.5 hours whereas 2 days ago the implant took over 2 hours to charge to full. Agent asked and patient stated the implant is normally at 20% or 30% when they begin charging. Patient confirmed they typically have excellent charge quality and denied seeing any error messages. Patient added that the controller battery only decreases 20 or 30% while charging the implant. Patient confirmed no visible damage to the recharger, controller port, battery compartment, or battery pack. Agent had patient remove the battery pack and plug the controller into the ac power cord; patient confirmed the controller powered on. Patient re-inserted the battery and confirmed green light was flashing above the screen. Patient then connected the recharger and confirmed recharging excellent. Agent had patient check recharging speed and temperature and patient confirmed it was set to 4. Agent reviewed charge duration and advised patient to monitor and call back if issue persists or worsens. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that it was taking up to 2 hours to charge. The cause was unknown. Patient got a new battery. The issue was resolved.